Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h2: correction: block e1: initial reporter phone. Block h2: device evaluation: block h11: investigation results: the ligator housing was not returned; only the handle was received. Analysis of the handle showed that the slack had been taken up and there was evidence that the loop had been secured to the post. The suture wire was found broken at the trip wire section. Additionally, one band was returned separated from the ligator housing and was found to be damaged. Based on the available evidence, the reported event of suture break is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, the suture was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, the suture was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.